Event description:
It was reported that the pump had alarmed downstream occlusion. Attempts were made to change both the female and male connectors, but ultimately, the pump had to be replaced. Switching to another cadd pump had allowed the infusion to begin. The continuous infusion had been initiated at a rate of 3.3 ml/hr with a total reservoir volume of 150 ml. No medication had been given at the time. The planned length of infusion was 46 hours, and the pump had been locked. The extension tubing had not been primed using the pump. Instead, it had been primed manually with a syringe. There was no patient injury. The event occurred while in use with a patient.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.